Manufacturer narrative:
Catalog #: pcb0000200. Serial #: (B)(4). Expiration date: 03/04/2017. Device manufacture date: 03/04/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site. The lens was received broken in two (2) pieces and the inserter plunger component in the fully advanced position. Visual inspection revealed viscoelastic residues in the cartridge tube, tip and loading zone. Cartridge was observed in the correct position. Stress marks were visible at the cartridge neck and tip. A cut was observed at the haptic/optic junction. No manufacturing related assembly error was identified in the sample returned. Due to the condition of the returned sample, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of process and/or material changes show there were no changes in the manufacturing method or specifications with respect to the order number. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after implanting an intraocular lens (iol) in the patient's eye, the haptic broke at the junction, requiring the implanting surgeon to remove and replace the iol within the same procedure. In addition, it was stated that in removing the lens, the incision was enlarged. The exact size of enlargement was unknown but the total incision was stated to be approximately 3mms. It was stated that the surgeon cut the iol in half to remove from the patient's eye. The iol was replaced with an non-amo lens. No further information has been provided.